Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a potential system infection. The patient had ooze and blood coming from their implant wound and the surrounding area was noted to be bruised. The physician redressed the wound and gave the patient antibiotics. At this time the patient will continue to be monitored and their pacemaker remains implanted and in service. No additional adverse patient effects were reported.